Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00875101036; lot#: 61934177; continuum liner. Cat#: 00784301306; lot#: 61652559; versys std neck. Cat#: 00875705202; lot#: 61857301; continuum shell. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00477, 0001822565-2022-00478, 0001822565-2022-00479.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.